Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer was delivering a bolus and received a no delivery alarm. The customer reported that this was the third occurence of this issue. The customer also received a motor error alarm afterwards. The customer's blood glucose was 136 mg/dl. Troubleshooting for the motor error alarm was done. The customer was able to complete the rewind sequence. The customer declined troubleshooting for the no delivery alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.